Manufacturer narrative:
The getinge field safety engineer(fse) that discovered the issue replaced the batteries and completed a full pm of the unit. The unit passed all functional testing.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit did not pass battery runtime. It only provided power for 67 minutes. There was no patient involvement.